Event description:
It was reported that the implantable pulse generator (ipg) experienced electromagnetic interference (emi) which is triggering non-physiologic sense counts in both channels. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. Non-physiological sensing count on atrial channel of 2308 and ventricular channel of 1885 and no open or short circuit paces on either the atrial or ventricular. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.